Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n353191, implanted: 2014-(B)(6), product type accessory. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. A few weeks prior to this report, the device began giving the patient a ¿weird¿surge¿ when she was sleeping and it would wake her up. The manufacturer representative (rep) went to make adjustments to the adaptive stimulation using the clinician programmer but the implantable neurostimulator (ins) would not respond. It was last charged on 2015-(B)(6). While the rep had the clinician programmer telemetry head over the ins the patient exclaimed that she felt the same jolting sensation that she would feel when sleeping. This was confusing as the ins appeared to be off. The rep was going to meet with the patient on 2015-(B)(6). Follow-up determined that the rep was able to get the ins restarted, reprogramming occurred, and the patient was getting great coverage. Further follow-up was not required as the patient was getting great coverage and all known information had been provided.